Manufacturer narrative:
Concomitant medical products: product ID 37651 lot#/serial# (B)(6) product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported the implant has not been replaced yet. The patient was to call and schedule an appointment with the hcp, but hadn't done so yet. The implant still remains in the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the device was discarded by the customer as there was no allegations of anything wrong with the old device. The issue is now resolved, and patient has reestablished therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported their recharger did not work anymore. Patient stated the recharging device kept saying it needed power to plug it in and when they plugged it in it just blinks but doesn't really charge. Agent asked patient if they could see if it was charging when plugged into the wall and patient said it did not charge. The issue was not resolved. An email was sent to the manufacturer representative (rep) in the area to transition the patient to a wireless recharging system. Rep responded via email and stated the patient implant has been without a charge since december 23. Rep noted they are opting to simply replace the ipg at this time rather than transition to a wireless recharger. Rep stated there is no need to send any replacement equipment.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for radicular pain syndrome, spinal pain, and chronic low back pain. The reason for call was patient reported that since about 2-3 years ago, it has been a hassle to charge their implant. Patient clarified charging was a hassle because they have to charge 2-3 times a week, sometimes 4-5 times. Patient also mentioned that their implant was never positioned right in their hip because they are skinny and also said they use a lot of power with their settings. Patient mentioned that they left their recharger out in the rain and that's when they spoke with their manufacturer representative (rep) about charging being a hassle and about getting the implant replaced. Patient confirmed the rep had an extra recharger for them at that time. Agent reviewed role of rep and redirected patient to healthcare provider to contact a rep and discuss implant replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.